Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and investigation outcome, it was presumed that stress generated with wire manipulation had likely contributed to the reported separation of the guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being trapped by the calcified cto. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi conquest pro became separated and was difficult to remove during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in the right coronary artery (rca). The guide wire was advanced in attempts to cross the cto when the tip got stuck in the cto ad broke off. Because surgical intervention to retrieve the separated tip was risky for the patient, catheter intervention was chosen instead. Rotations were applied on the guide wire to remove the shaft core. A snare was used to catch the end of the separated wire that was reached to the aorta and it was pulled it to the guide catheter. Next, a balloon was delivered to fix the separated wire inside the distal part of the guide catheter and all removed together. A part of the coil remained in the coronary artery. The remaining coil was embedded to the arterial wall by stenting and the procedure was completed. There were no adverse patient effects associated with this event.